Manufacturer narrative:
Concomitant medical products: product ID 3888-56 lot# va1nme4 serial# implanted: (B)(6) 2020 explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2020 explanted: product type lead product ID 3888-56 lot# va1nme4 serial# implanted: (B)(6) 2020 explanted: product type lead product ID 97755 lot# serial# (B)(4) implanted: explanted: product type recharger. Information references the main component of the system. Other relevant device(s) are: product ID: 3888-56, serial/lot #: va1nme4, ubd: 25-jan-2022, UDI#: (B)(4). ; product ID: 977a260, serial/lot #: (B)(4) ubd: 01-oct-2024, UDI#: (B)(4). ; product ID: 3888-56, serial/lot #: va1nme4, ubd: 25-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). It was reported that for two weeks it had taken longer to charge, the patient used to charge every 5 days and now it was every 3. It took 45 minutes to get to 30%. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported. Additional information was received. It was reported there was a bad electrode on one of the patient's leads so they were reprogrammed. The patient was now seeing settings not available on the controller when they tried to increase. The stimulator battery was at 30% and was even higher when they were seeing the message.